Event description:
It was reported that the procedure was to treat a totally occluded proximal left anterior descending artery (lad). A whisper es guide wire crossed the lad and a second whisper es guide wire was positioned in the first diagonal branch. Pre-dilatation was performed with a 2.5 x 15 mm voyager. A 2.5 x 23 mm xience v was implanted in the lesion from the lad to the first diagonal. While performing post-dilatation of the proximal segment of the stent implant, with a non-abbott balloon catheter , a small perforation was noted. The perforation was successfully sealed with a 3.0 x 19 mm rx graftmaster. A 4.0 x 28 mm xience prime was implanted in the left main coronary artery to the lad (planned part of the procedure). Immediately a pericardiocentesis and autoperfusion were started. The patient improved hemodynamically. The procedure was successfully completed; however, 3 hours later the patient died in the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of perforation and death as listed in the xience v everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.